Manufacturer narrative:
Additional narrative: additional product code: hwc. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2021., a piece of retrograde femoral nailing system advanced (rfna) aiming arm broke off and was found on floor after case. No surgical delay and did not affect the patient or the outcome of the case. This report is for one (1). This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part number: 03.233.006. Lot number: 75p7847. Manufacturing site: haegendorf. Release to warehouse date: 17 november 2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: aiming arm radiolucent (p/n: 03.233.006, lot #: 75p7847) was returned and received at us customer quality (cq). Upon visual inspection, the latch on the aiming arm was observed to be broken. The broken piece was not returned. No other issues were identified on the returned device. Device failure/defect identified? Yes. Dimensional inspection: complaint relevant dimensional inspection cannot be performed due to the post manufacturing damage. Document/specification review: aiming arm cpl: (current and manufactured). Latch: (current and manufactured). No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion. The complaint could be confirmed for the returned device. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied on the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.